Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that an alert was triggered for "impedance not taken" on the implantable cardioverter defibrillator (ICD). Also, the right atrial (ra) lead exhibited a high threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.